Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. Troubleshooting was performed, and the device failed the displacement test. The customer also mentioned that the insulin pump had an error alarm while priming. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion and displacement tests due to faulty force sensor. No motor error alarm noted during testings. Motor tested ok.